Manufacturer narrative:
Reasonable attempts were made to obtain info including treatment settings, pt photos and degree of burn from the user facility; however, none were received. An examination of the subject device including tests of all output specs by lumenis design engineers concluded the device performed within acceptable MFR specs. An examination of device labeling concluded the probable root cause to be performance of a procedure contraindicated in device labeling.

Event description:
It was reported that a pt sustained a burn following treatment with a lumenis quantum laser. It was further reported that the pt failed to return to the user facility for f/u examination. No info regarding the degree of burn or the condition of the pt was reported.